Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1 event site full name: (B)(6).

Event description:
It was reported by the customer that during use cardiosave intra-aortic balloon pump (iabp) had high temperature alarm, the patient was replaced with other equipment, and no harm was caused to the patient.

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions) h11. A getinge field service engineer (fse) was dispatched to evaluate the unit and replaced drive manifold assembly all functional and safety checks have been performed as per factory specifications.